Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a percutaneous coronary intervention with impella support. Reportedly, two proglide sutures were successfully replaced. The sheath was upsized to 14f and the procedure was completed. When locking down the knot for closure of the last proglide suture, the suture snapped. Hemostasis of the large hole was not fully achieved with one successful proglide suture. Vessel access was lost as the guide wire was no longer in the vessel. Hemostasis was achieved with the manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.